Event description:
It was reported that the patient underwent a revision procedure 1 month and 21 days post implantation due to intra-prosthetic luxation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00-8018-022-20 item name femoral head - 2x22mm lot number unknown, unknown cup g2: foreign: belgium customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d9, g3, g6, h2, h6, h11. Corrected: h4. One vivacit-e dm bearing 22.2x36mm item# 110031314 lot# 66312118, was returned. Upon visual inspection of only the bearing and head there are visible indentations to the od of the bearing with no damage to the lip of the device. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with superior and likely posterior dislocation as well as status post reduction on the fourth image. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.